Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately five weeks post implant, the patient experienced arrhythmias, ventricular tachycardia (vt), bradycardia and heart block. It was also reported that the right ventricular (rv) lead exhibited high thresholds, and was discovered to have dislodged and pulled back into the atrium, where it was sensing the atrial beats. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.